Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed low o2 supply while the device was in pressure control ventilation mode, set at 100% fio2, and with no patient circuit attached to the device. The customer reported there was no patient involvement.